Manufacturer narrative:
Continued e1 additional email: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿ruptured¿.

Event description:
Healthcare professional reported right side ¿ruptured¿. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side ¿ruptured¿. The device was explanted and replaced.